Event description:
It was reported that the bd microlance¿ 3 needle experienced clogged/blocked needles. The following information was provided by the initial reporter: decapeptyl depot -de- green canula not permeable green canula not permeable as part of our cryo-transfer-treatment at our fertility clinic, I wanted to use your product decapeptyl intramuscular. My fiance first not only had difficulties in dissolving the powder (a lump formed which was very difficult to dissolve, it took a long time and was only possible with extreme foaming). However, the real problem after successfully dissolving the powder lump was that the enclosed green canula was not permeable after the injection. The drug could not be injected after puncturing the gluteal muscle. We therefore had to remove the syringe again and change the needle in order to start a second injection attempt. The drug could therefore not be injected within 3 minutes as described in the leaflet. We now hope that the active ingredient could nevertheless be injected properly and absorbed by the body. Otherwise we might have to stop our treatment.

Manufacturer narrative:
H6: investigation summary a device history record review was performed for provided lot number 191005 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained sample needles were assembled with an emerald syringe. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle experienced clogged/blocked needles. The following information was provided by the initial reporter: decapeptyl depot -de- green canula not permeable green canula not permeable as part of our cryo-transfer-treatment at our fertility clinic, I wanted to use your product decapeptyl intramuscular. My fiance first not only had difficulties in dissolving the powder (a lump formed which was very difficult to dissolve, it took a long time and was only possible with extreme foaming). However, the real problem after successfully dissolving the powder lump was that the enclosed green canula was not permeable after the injection. The drug could not be injected after puncturing the gluteal muscle. We therefore had to remove the syringe again and change the needle in order to start a second injection attempt. The drug could therefore not be injected within 3 minutes as described in the leaflet. We now hope that the active ingredient could nevertheless be injected properly and absorbed by the body. Otherwise we might have to stop our treatment.